Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed pump error 38. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a constant no motor movement error alarm during the rewind test due to corroded motor home switch causing the motor slide to rewind past the home switch and remain stuck against the motor housing. Unable to perform the prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant no motor movement error alarm. However, the insulin pump passed self-test, sleep current measurement and active current measurement. The insulin pump had minor scratched display window, scratched case and a pillowing keypad overlay.